Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device service light is illuminated and device reboots when user test is started when used with a 3rd party battery. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.